Event description:
Procedure performed: lap. Cholecystectomy. Event description: complaint (B)(4). Only one clip could be fired, after that the handle blocked and didn't work anymore. Additional information received from applied medical representative via email on 22dec23: the trigger could be moved as normal. A clip seated properly into the jaws. Patient status: no patient injury. Intervention: they used a new ca500, which worked correctly.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap. Cholecystectomy. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). Only one clip could be fired, after that the handle blocked and didn't work anymore. Additional information received from applied medical representative via email on 22dec23: the trigger could be moved as normal. A clip seated properly into the jaws. Additional information received from applied medical representative via email on 16jan23: a clip sat into the jaws every time the trigger was pulled. Additional information received from applied medical representative via email on 18jan24: they fired the clipper a few times without problems and suddenly the trigger blocked. The jaws didn¿t open and they were not further able to use the device. Additional information received from applied medical representative via email on 19jan24: the device did not jam while on a vessel. Patient status: no patient injury. Intervention: they used a new ca500, which worked correctly.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainants experience of trigger not automatically retracting after closure. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.